Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily/severely calcified anatomy resulted in the reported compressed/shortened stent. The treatment appears to be related to the operational context of the procedure as the stent was treated with a 5.0 mm balloon and another supera stent was used to continue treating the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with no tortuosity and heavy calcification. The 5.5x120 supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed; however, the stent was compressed due to calcium and only reached 70 mm in length. The stent was treated with a 5.0 mm balloon. Another supera stent was used to continue treating the target lesion. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.